Event description:
It was reported that the pt's impressions of sound have been too loud since event date. Pt had a sensation of pain in the area of the implant. No impedances or voltage available due to failed integrity check.